Manufacturer narrative:
Concomitant medical products: 3058, interstim urinary mgu ipg, implanted: (B)(6) 2018. 3889-28, interstim urinary mgu lead, (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced deep vein thrombosis at the site of their implantable pulse generator (ipg). It was further reported that the right ventricular (rv) lead exhibited high thresholds. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.